Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the baths drain was clogged. The fse replaced the waste line and the waste filter, which repaired the leak. (B)(4).

Event description:
The customer reported a green leak from the coulter act diff 2 instrument. The volume of the leak was about 20 ml and was not contained within the instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.